Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0bfu0, implanted: (B)(6) 2013, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 13-aug-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the caller indicated the patient's system didn't work but they couldn't provide more details. The caller was not with the patient and the caller stated the patient was a poor historian. The agent reviewed based on ins implant date it was likely eos. (B)(6) 2026 undeliverable (con): no new information. (B)(6) 2026 (con): additional information was received from the patient. The patient called in response to a letter they received from medtronic. The patient stated they no longer have an interstim and had it removed because one of the wires came loose and "they tried to make the other wire do the job of both," but that did not work, and the patient was uncomfortable, and the interstim was not doing its job. Event date was asked by unknown. Transferred patient to prs to update registration records.